Event description:
It was reported that the screen on a customer¿s pump was broken, rendering the touchscreen not functional and partially readable. The blood glucose level was recorded at 190 mg/dl. A replacement pump was arranged as the damaged device was being returned for inspection, and no further information about the event's outcome was available.